Event description:
Received report from FDA on a maude form. The event is reported as: the tube kinked off just below the 15mm connector. The tube was being used on a trial basis. The tube was removed and the trial was discontinued. No pt injury or intervention reported.

Manufacturer narrative:
No sample will be returned for investigation. A f/u investigation report will be sent when completed.